Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient underwent ipg and leads explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's leads had migrated. It was also noted that the patient's ipg was not charged. The patient underwent a revision procedure wherein the leads and ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent ipg and leads explant procedure for an unknown reason.